Event description:
It was reported that the patient had swelling and redness at the anchor site due the possibility that the patient's body was rejecting the anchor. It was noted that the patient's click anchors were palpable causing pain and discomfort at the midline incision site preventing the patient to lay flat on the back or sit straight. Multiple reprogramming were made but caused the patient legs to frazzle. The patient underwent an explant procedure and the explanted devices will not be returned as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6); product family: sc-2352-50, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced swelling at the anchor site with midline discomfort and radiating flank pain. Fluoroscopic imaging confirmed that the leads had not migrated. Reprogramming efforts were unsuccessful, and the patient subsequently reported jittery sensations in her legs. The patient later underwent an explant procedure during which the entire scs system was removed. The devices were not returned for analysis, as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1416. Serial: (B)(6). Batch: 228905. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier: (B)(4). Model: sc-2352-50. Serial: (B)(6). Batch: 7081087. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier: (B)(4). Model: sc-2352-50. Serial: (B)(6). Batch: 7081490. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier: (B)(4).